Manufacturer narrative:
Correction - h6 (clinical signs code).

Event description:
It was reported that patient 01-013 developed an acromial fracture. The patient will be undergoing nonoperative treatment and will be immobilized in a sling. Patient will follow up in 6 weeks.

Event description:
It was reported that patient (B)(6) developed an acromial fracture. The patient will be undergoing nonoperative treatment and will be immobilized in a sling. Patient will follow up in 6 weeks.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.